Event description:
Surgeon advised that he has a pt in which the 4.5 mm headless compression screw has broken post-operative. It is not known if the broken screws have been removed.

Manufacturer narrative:
Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.